Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a small split in the patient cable of the mobile power unit (mpu) that was approximately 5 feet from their controller. The patient also noted an intermittent beeping which was attributed to and mpu power/voltage alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of outer cable jacket damage on the mpu patient cable, was confirmed when the mpu was evaluated. The outer jacket on the patient cable on the mpu was damaged (cut). The mpu output was intermittent when the patient cable was manipulated around the damaged area; however there was no loss of mpu output. The internal wires in the damaged area were examined and there were wires with insulation damage and exposed wire strands. There were indications of electrical shorting to the cable shielding. The mpu patient cable assembly was replaced on the returned unit; the repaired unit was returned to the customer. The root cause of the event was due to mechanical damage to the patient cable. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 low battery power alarm¿) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-19 ¿low battery power alarms¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook (rev c) states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The mpu assembly was made on mar 18, 2021. The unit was packaged and placed into stock on apr 7, 2021. The unit was sent to the customer on apr 26, 2021. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.